Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with their enteral feeding pump to covidien. There was no patient involvement. Upon triage on (B)(6), the service technician found that the unit had a partially illegible screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit had a partially illegible screen. The unit was triaged and the reported issue was confirmed; there was dried feeding solution on the floor of the unit, the bottom side of the lcd and also on components on the circuit board. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.